Event description:
Related manufacturing reference number: 2017865-2023-04801. It was reported that the replacement right ventricular lead exhibited noise that was over-sensed by the device. The right ventricular lead was explanted and replaced. No patient consequences were noted.